Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate and confirm the customer complaint "defective". The knife was discovered to be dislodged from its track, resulting in becoming lodged in the cartridge. This caused the observed damage to both the cartridge and the knife. Additionally, a thorough examination of the system logs revealed an error message. The reload was found to have loose staples stuck in front of the knife. The reload was found to have a damaged blade. The blade exhibited mechanical indentations/burrs. The sureform 60 green reload exhibits physical damage to the reload cartridge. The blade was found to be lodged in the cartridge causing the damage observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler did not cut the full length of the magazine, but only 26 mm. The procedure was completed with no reports of patient harm, adverse outcome or injury with a delay less than 15 minutes. No fragment fell into the patient.